Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer reported to the stryker that when their device was turned on, the automated message for using the device doesn¿t come on, instead there is a quiet clicking sound. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Event description:
The customer reported to the stryker that when their device was turned on, the automated message for using the device doesn¿t come on, instead there is a quiet clicking sound. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A heartsine service representative performed evaluation of the customer¿s device. The returned pad-pak was installed in a known good device, the red status indicator flashed alongside a failure chirp and the device could not be powered on. This was attributed to the returned pad-pak being depleted beyond any use. Measurements taken on individual battery cells would indicate that the returned pad-pak was depleted by an external load. No visual abnormalities were identified within the battery pack that could have caused the pad-pak to deplete. The customer was contacted about returning the sam 300p sn: (B)(6) device associated with this complaint. No device has been received to date, therefore the investigation was unable to conclusively determine the cause of the depleted pad-pak. The device shall be scrapped and the customer will receive replacement device.